Manufacturer narrative:
This charger model was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experiences a burning, acid feeling at her ipg site. The pt indicates this feeling is randomly experienced. Surgical intervention will be taken at a later date to address this issue.